Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscular pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), tendon pain ("tendinous pain") and gastrointestinal pain ("digestive pain"). At the time of the report, the myalgia, tendon pain and gastrointestinal pain outcome was unknown. The reporter provided no causality assessment for gastrointestinal pain, myalgia and tendon pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscular pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), tendon pain ("tendinous pain") and gastrointestinal pain ("digestive pain"). At the time of the report, the myalgia, tendon pain and gastrointestinal pain outcome was unknown. The reporter provided no causality assessment for gastrointestinal pain, myalgia and tendon pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.